Event description:
The pt was implanted with a left ventricular assist device (lvad). The surgeon reported that approx 5 months post-implant of the lvad, the pt presented with hemolysis and it was suspected that there may have been thrombus in the device. The hospital made a decision to explant the lvad and the pt was re-implanted with a total artificial heart from another manufacturer.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.